Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user hematocrit outside of range. Manufacturer attempted several phone calls to contact customer;unable to talk to customer. Limited information provided by customer.

Event description:
Consumer reported complaint for e-0 error message. The customer reported symptoms of vomiting and nausea due to dialysis session that customer was treated. No additional information was provided. The product system give accurate results,the e-0 error message means the hematocrit on the blood sample is out of the range of below 20% -70%.